Event description:
A family member reported that the patient was hospitalized for a blood glucose (bg) of 500+mg/dl with vomiting, ketones, and shortness of breath on (B)(6) 2011. The patient was treated with intravenous insulin and fluids. The family member reported that the hospital doctor suspected a possible malfunction of the pump. Customer support (cs) assisted the family member with reviewing the pump. The family member confirmed that the pump settings were correctly programmed. The total daily dose, bolus, and basal histories added up correctly for (B)(6) 2011. A review of prime hx revealed that the patient primed only 2.8u - 3.1u primed for each set change from (B)(6) 2011, except one instance on (B)(6) 2011 that the patient primed 26u for set change. The family member reported that the patient was using 23" tubing for the infusion set; the patient reportedly did the set changes. Cs advised the family member that the prime history revealed that pt either reused tubing or did not adequately prime after doing a set change; cs instructed the family member that the 23" tubing should be primed 9 - 14 units. Customer support also advised the family member that boluses completed on (B)(6) 2011, when the pump was resumed in the hospital, were using the same site and set that was used prior to hospitalization; site issues could not be ruled out as a possible cause of the elevated bg also. Customer support advised the family member that there was no indication of a mechanical problem with the pump, cartridge, or tubing. This report is made based on the allegation that the patient was hospitalized for hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. While reviewing the pump, customer support found that the patient was either reusing tubing or not adequately priming the tubing during site changes which may have caused or contributed to the patient's event. Customer support advised the reporter to make sure the patient primes until drips come from the end of the tubing. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: investigation revealed a defective ir chip; when the component was replaced, the pump histories became available for review. A review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There are no alarms or pump conditions noted in the pump history that would indicate a pump malfunctions. The pump was exercised for 29 hours with no insulin delivery issues occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.